Event description:
A customer reported experiencing cgm error 42, which was resolved through guidance from technical support. Support provided information to reset the pump, and after performing the reset, the error did not appear again. The customer was then able to successfully start their sensor session. There was no adverse impact to the customer's blood glucose level.